Event description:
During the surgery, the tip broke and delayed the surgery until the surgeon found and retrieved the broken tip. There was no harm or injury to the pt. No additional pt info was provided.

Manufacturer narrative:
The broken tip was not returned in a timely manner, therefore no investigation could be conducted. No lot number was provided, therefore the device history record could not be reviewed.